Manufacturer narrative:
His product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. This device was scheduled for replacement, however currently remains in service. No adverse patient effects were reported.